Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the reload is engaged to the instrument. The jaws clamped gripping a piece of tissue, with the blade extended as seen from the three photographs received. Pmv performed functional testing could not be done due to the lack of the physical product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a lobectomy procedure, the reload locked onto patient tissue. The jaws could not be opened. To correct the issue, the tissue was cut to remove the device. The patient is fine now.